Event description:
During a right total knee replacement, it was noted that a tooth on the blade broke off and was immediately retrieved. The missing tooth is not available. X-ray was negative for any foreign particles/pieces. No pt injury.